Event description:
Customer reported that the buttons on the insulin pump had become unresponsive. Customer changed the battery to resolve the issue and then received a battery out limit alarm. Customer tried this again and received the same alarm. Customer stated that the insulin pump will not stop beeping and the buttons will not work. Customer could not recall any significant event leading to this alarm but stated that it occurred while attempting to deliver a bolus for breakfast. The blood glucose reading was 202 mg/dl. Nothing further was reported.

Manufacturer narrative:
Insulin pump received with no button response due to corroded keypad traces. Unable to verify battery out limit alarm due to no button response. Insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratches on lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.